Event description:
Reportedly, when the handle was closed, the staple line would not fire. The surgeon was trying to fire on the bronchus. Some bleeding occurred. The surgeon used another instrument. Pt status fine.